Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted in the common bile duct to treat common bile duct stones during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2025. During preparation, the flexima biliary stent was noted to be deformed. Another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable. Note: this complaint has been deemed MDR reportable event based on the investigation result which revealed that the guide catheter was detached. Please see block h11 for the full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation finding of guide catheter detached. Block h11: a flexima biliary stent with its delivery system was received for analysis. Visual inspection of the returned device found the push catheter suture hole torn; and the guide catheter detached, stretched, and buckled. However, the stent was observed in good conditions. No additional damages were noted. Product analysis did not confirm the reported event of stent material deformation as the stent was received in good conditions. The investigation concluded that observed damages on the delivery system were most likely caused by procedural factors such as lesion characteristics, handling of the device and the technique used by the physician (force applied). Therefore, the most probable cause of the reported event is adverse event related to procedure.